Event description:
Per the surgeon, the patient's fixture/abutment was explanted on (B)(6), 2013, due to secondary infection, unrelated to the device.the device is currently unavailable for evaluation as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.